Manufacturer narrative:
Complaint is confirmed. Upon visual evaluation, it was noted that the device has damage around the hex edges. The most probable cause of this failure can be the wrong assembly with other implants designed specifically for use with this system. However, the other components were not returned for investigation. The cause remains undetermined.

Event description:
On 3/24/2023, it was reported by a sales representative via phone that an ar-9560-24 24mm baseplate, modular had an issue. During a reverse shoulder arthroplasty procedure on (B)(6) 2023.when the surgeon tried to use the baseplate, the screws separated/broke off from the baseplate inside the patient, and the implant could not be used. The screws were solvable. All fragments were removed from the patient, and a new baseplate with lot number 14996909 was opened and used to complete the procedure successfully with no impact to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.